Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip. No sticky keypads were noted.

Event description:
It was reported that the buttons on the insulin pump were sticking. Customer stated that they jumped into the pool with the insulin pump on. Customer replaced the batteries and received several battery alarms that they were unable to clear. Customer's blood glucose reading at the time of the call was 9.7 mmol/l. No further information reported.